Event description:
I had essure implanted (B)(6) 2012. I have experienced rash, horrible back pain with pain under my ribs, lightheadedness, mood swings, fibroids where the tube is, endometriosis. I now have to have surgery next month to remove it.